Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation it was noted that there was some atrial lead noise. Patient was not symptomatic and is not dependent. No changes at this time and the patient will continue to be monitored.